Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge or turn on despite cycle charging attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.

Manufacturer narrative:
Correction to initial MDR in block: h6. Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: pro code (product code): qrb.

Event description:
It was reported that the implantable pulse generator (ipg) would no longer charge or turn on despite cycle charging attempts. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned.